Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. H: the manufacturer date for this device is unknown. Upon investigation of the actual device used in this incident, it was determined that the system cubie not matched for replacement. The customer stated that tried to restock the following cubie sent out by the pharmacy but when he scans the barcode nothing pops out. A technical support de-assigned with admin privileges and re-assign if necessary to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that they were trying to restock dexamethasone in the bd pyxix medflex and nothing came out when they scanned the barcode. They manually removed the cubie and found that it did not match the intended storage location. No report of patient harm or injury.